Event description:
Info received indicates the brake will set but does not hold.

Manufacturer narrative:
The tech replaced the right brake steer caster and adjusted the left brake caster to repair the stretcher.